Event description:
The plaintiff's atty alleged that the decedent experienced sudden cardiopulmonary arrest and expired within 24 hours of the last dialysis treatment. It was reported that the event occurred due to the use of the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.